Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported "stabbing pain", "significantly larger" and "suspicion of defect". This record is for the right side. The device was explanted.

Manufacturer narrative:
Clarification to d6a: partial date of 2016 provided a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: ¿suspicion of defect¿, ¿stabbing pain¿, ¿significantly larger¿.

Event description:
Healthcare professional reported "stabbing pain", "significantly larger" and "suspicion of defect"; MRI and ultrasound performed. This record is for the right side. The device status is unknown.